Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead dislodged during the removal of a temporary device. The lead was repositioned and connected to the new system. During a post-implant device check it was noted that there was one episode of non-sustained ventricular tachycardia (vt). The lead sensitivity was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.